Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had cementless total knee arthroplasty on (B)(6) 2018. Post op day one developed positive cultures for infection. Patient was brought back to or for one stage explant of knee components & revision total knee.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.